Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2023. During the procedure, the right ventricular (rv) lead had high pacing impedance. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.